Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 27 days after implantation. The doctor noted local infection during the surgery. The patient has medical history of diabetes. The patient has recovered without complications.